Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received an insulin occlusion alert and contacted support for assistance. The patient was using a steel infusion set and reported performing a dry run without observing insulin drops, noting that the cartridge was nearly empty. The patient was advised to complete a full supply change but elected to replace only the cartridge at that time. Blood glucose was elevated during the initial contact. The patient was instructed to call back if additional issues occurred, and follow-up was planned. During follow-up, the patient reported that blood glucose levels had returned to range and expressed satisfaction with the outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.